Manufacturer narrative:
Other relevant device(s) are: product: sw v (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system was having intermittent touchscreen functionality. During a clinical case, at one point the touchscreen of the camera cart was not working, though the camera, mouse, and main cart monitor all functioned with no issue. They rebooted the system with resolution. About 30 minutes later, after the site took a spin, neither the mouse nor touchscreens were working properly. Rebooting the system resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.